Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the matrix drawer was not recognized. A technical support specialist collaborated with the field service engineer (fse) and replaced the board for drawer 04. Then, tsc remoted in, confirmed the new device ID, and re-pointed it. A database backup was created beforehand. It was confirmed that drawer 04 populated and opened in the application. A field service engineer signed in, observed that drawer 04 was highlighted in yellow and could not be located, replaced the controller board, and contacted medbank to locate and assign it. The customer was then able to sign in and remove medications, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the matrix drawer 4 was not recognized. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.